Event description:
It was reported that the user received alert 38 indicating a motor stall during a supply change, resulting in a failure to infuse and temporary pump disconnection; the user used backup therapy, then performed a restart and dry run that succeeded, followed by a successful supply change with new supplies, and subsequently reconnected to the pump with blood glucose unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem and a motor-related issue consistent with a stalled motor leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.